Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit stopped providing power to the wands. The surgeon opted to complete the procedure using a competitive device. There was no significant delay or patient complications reported as a result of this event.